Event description:
The stryker (B)(4) sagittal saw was sent in for eval because it ran while the safety was on during a procedure. No adverse consequence was reported. The procedure was completed with another device without any procedure delay.

Manufacturer narrative:
During failure analysis, overheating was confirmed. Corrosion damage was noted within internal components of the device. The widespread damage to the internal components was identified as the probable cause of the device failure since the presence of corrosion can lead to increased friction between moving parts resulting in heat generation. The device was repaired and returned to the customer.